Manufacturer narrative:
(B)(4). The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Corrected data: expiration date, serial #, and device manufacture date.

Manufacturer narrative:
(B)(4). Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. In this case, the device was not returned to edwards for analysis. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available information. Edwards will continue to review and monitor all events and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that post-implantation of this 19mm bioprosthetic aortic heart valve, there was concern of a right coronary artery (rca) occlusion. The patient was removed from bypass with no complications. Later in the intensive care unit (ICU), the right coronary went down and the patient was brought back into the operating room (o.r.). A rca graft was placed; however, the patient subsequently expired. It was noted the patient had a very low right coronary. No additional details provided.

Manufacturer narrative:
Corrected data: sections: pt identifier; age/date of birth; sex; describe event or problem; other relevant history; PMA#.

Event description:
Edwards received information that post-implantation of this 19 mm bioprosthetic aortic heart valve. It was noted the patient had a very low right coronary. There was a concern of a right coronary artery (rca) occlusion; however, the patient was removed from bypass with no complications. Later in the ICU, the right coronary went down and the patient was brought back into the or. Per medical records, CPR was started when the patient was moved from the stretcher to the or table. Upon opening the sternum, the right ventricle was akinetic. The patient was placed back on cardiopulmonary bypass. A saphenous vein graft to the right coronary artery graft was done. Milrinone, various pressors as well as inhaled nitric oxide were used to maximize right ventricular function. Despite two (2) runs of cardiopulmonary bypass and performing a bypass graft to the right coronary artery as well a milrinone, inhaled nitric oxide and other pressors, the patient's right ventricle was unable to contract strong enough to pump blood to the left side of the heart. Therefore, after two (2) hours of resuscitation, the patient was pronounced dead. The medical examiner was notified. The medical examiner and family both denied an autopsy.